Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating even though the setting was set yo vibrate. Instead the pump would give a "thump" sound. The customer's blood glucose level was 197 mg/dl. Customer continued to use the pump for insulin therapy.